Manufacturer narrative:
Device received with adhesive liner and needle cap guard intact. The pink slide insert was not initially visible in the viewing window. However, once the needle guard was removed, the cannula assembly fully deployed and the pink slide insert was now visible in the viewing window. Data downloaded from the device indicates the device ran first 45 priming pulses and 10 second prime pulses. No issues were seen with the device or the data from the device. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by a patient that the needle mechanism/cannula deployed prematurely before the pod was applied. The patient's blood glucose levels reached 346 mg/dl.